Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that after implant the physician discovered the right ventricular (rv) coil and superior vena cava (svc) coil to be a lighter color and noted, "it seems as if there were less number/density of coils in this part". As all the parameters were correct and the ECG didn't show any problems the physician did not explant the lead. No patient complications have been reported as a result of this event.